Event description:
A 75-year-old male patient presented with a left superior division m2 occlusion. Patient underwent a thrombectomy procedure in left m2 where the q6 catheter was used with neuron max long sheath, prowler microcatheter, synchro guidewire, solitaire stent retriever and penumbra engine. Neuron max placed in left ica. Large cervical carotid artery aneurysm that was in the mid to distal cervical carotid artery & neuron max placed in that aneurysm. When advanced the q6 catheter to the mca occlusion, it was over a prowler microcatheter & synchro guidewire. Once microcatheter passed the clot, physician deployed solitaire sr, and while he let it dwell inside the clot, he noticed that the catheter started to flow up the mca. Catheter had become detached from the pusher wire. He tried to pull the stent retriever and capture the catheter, but he was unable to - stent retriever went through detached catheter. Tried a snared balloon to capture the catheter but was unsuccessful. Stopped procedure & called vascular surgery, who removed the catheter from the ica surgically. Patient's deficits remained stable, no neurological worsening from the initial clinical presentation. No vessel injury noted, and patient discharged to skilled nursing facility with mild right sided weakness, with aphasia consistent with initial clinical presentation